Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported by the patient's spouse that while the patient was in the ambulance the emergency medical technician (emt) received a shock. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.